Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir is forming air bubbles and cannot be cleared. Customer's blood glucose was 270 mg/dl at the time of incident. Troubleshooting advised customer that the device would be replaced. No further information was given.